Event description:
It was reported that the rn stated an intra-aortic balloon (iab) catheter was inserted this afternoon in the cath lab. The pt had been receiving intra-aortic balloon pump (iabp) therapy using pump ((B)(4)) successfully until the pt was moved onto his side. At this time, the pump alarmed "helium loss (2) alarms." The pt was repositioned, there was no blood in the tubing and the tubing was not kinked. The "helium loss (2) alarms" continued about every 2 minutes. According to the rn "the alarms were not as frequent when the pump was on 1:2." The clinical support specialist (css) asked the rn to describe the balloon pressure waveform (bpw) and it sounded normal. The plateau pressure is 129 and the augmentation is 149. The css explained that it most likely is a small hole in the balloon. The css had the rn perform an internal helium leak test. The rn clamped the balloon close to the pt's groin site and monitored the bpw baseline. The iabp pumped without displaying the helium loss (2) alarm. The test was over 2 minutes. The baseline remained on zero and the alarm never appeared. The css explained that this identified a hole in the balloon. The css recommended that the balloon be replaced. Additional information received on (B)(6) 2011 from the rn stated the iab was removed however, a new iab was not inserted because "the pt did not need it." The pt is doing fine and has been moved to the floor. There was no reported pt death or injury. Medical/surgical intervention was not required. Iabp therapy was interrupted however, the interruption did not cause injury to the pt. There were no reported pt complications and pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.